Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, approximately 1 hour after placement of the foley catheter, patient had urinary incontinence.

Manufacturer narrative:
The reported event was inconclusive. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone temp sensing foley catheter with sample port connector. Visual inspection of the sample shows no visual defects present. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no blockage nor leakage was present. It is unknown how the product interacted with the patient's anatomy; therefore, this investigation is considered inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, approximately 1 hour after placement of the foley catheter, patient had urinary incontinence.